Event description:
Mindray passport 17m monitors consistently are incorrectly calculating the mean arterial pressure (map) from arterial lines. This is a serious problem that can, and likely has affected many patients' ability to properly perfuse their organs during the treatment of shock, and this likely has lead to death and disability in many patients already. It is imperative that mindray correct their invasive pressure algorithm as soon as possible. A correctly calculated map from an arterial line will be calculated by taking the area under the blood pressure curve, from 0 mmhg through the measured arterial pressure, over a set period time, and divide this area by that set time. This allows for true mean pressure calculation, which research has validated cannot be reliably calculated directly from sbp/dbp via any standard formula in the critical care setting. The passport 17m is instead detecting minimum and maximum pressures on the pressure curve for any individual pulse over a set time and using the most common standard formula (dbp + (1/3)pulse pressure) to obtain the map. I have empirically shown this through exhaustive observation of arterial blood pressures obtained from this monitor in the ICU at (B)(6) in (B)(6). I unfortunately am unable to provide any supporting data due to the reticence of leadership in my hospital to escalate similar concerns of mine in the recent past, but I am able to share my methods for making this determination: -the map displayed onscreen for the passport 17m always exactly corresponds to the formula (dbp + (1/3)pulse pressure). No other monitor I have ever personally used has displayed this phenomenon. Again, this has been disproved in the literature as a valid measurement for map in the critical care setting. True map measurement very rarely corresponds exactly to this formula, and then only briefly. -map never varies on screen with heart rate when sbp and dbp remain the same. By definition, this lack of variation is physically impossible because systole takes a greater percentage of the cardiac cycle when the heart speeds up, and vice versa. -checking the mindray arterial line map versus map from other sources often differs dramatically compared to those other sources. While some variation is usually normal between device manufacturers, it is the characteristics of this variation that are concerning. For example, the nibp, which directly approximates the map via oscillometric measurement, almost always is different from the arterial line map. The edwards hemosphere, which is also capable of measuring map from an arterial line, consistently matches the nibp map, not the mindray arterial line map, when flotrac is being used. I have seen flotrac and nibp map both in the low 40s, which is dangerously low, while the mindray has been simultaneously reading in the high 60s, which is considered normal by my organization. -observation of behavior of pressure data in presence of irregular heartbeat: the sbp is always at or near the highest measured pressure out of all individual pulses on screen, and the dbp is always the lowest measured pressure at any point on the pulse contour on the screen. The monitor does not even detect smaller pulses in its arterial pressure measurement algorithm, which is evidenced by the pulse rate detected by spo2 is always higher than arterial. Variation in pressure among sequential pulses is clearly not accounted for. -observation of behavior of pressure data in presence of flushing the arterial line via pressurized transducer: the measured pressure will slowly increase over the set pressure averaging time until the measured pressure reaches the flush pressure. Once the flush is released, the pressure will slowly decrease over that same set time until the measured pressure approximates the patient's own pressure. This is significant because it shows pulses themselves are not considered in calculating sbp and dbp. FDA safety report ID# (B)(4).